Event description:
The customer stated that she was hospitalized for low blood glucose levels. The customer was not coherent, and had a seizure. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume matched the amount of insulin in the reservoir. Also found that the customer was taking medication that may have contributed to the low blood glucose levels. Advised to speak with her doctor about the medication. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.